Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy, while stapling, the surgeon was able to pressed the green button but the device did not fire. The excision was extended. To resolve the issue, a new handle were used with the same reload. There was no patient injury.